Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of particulates underneath both door catch posts. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A go/no go gauge check was performed and passed. There were no discrepancies encountered during an internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient¿s contact called technical support (ts) to report multiple scale reading error warnings that occurred during the patient¿s treatment. The patient¿s treatment data was reviewed and the iipv was confirmed. There were two instances of iipv during the treatment. The first episode occurred during the second cycle, and the second episode was during the third cycle. The patient¿s drain volume in cycle two was 4521 ml, which was 212% of the patient¿s largest fill volume during the treatment, 2002 ml. The patient¿s drain volume in cycle three was 5738 ml, and 286% of the patient¿s largest fill volume. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was confirmed that the pdrn was informed of the reported event. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. The patient had completed their treatment by performing a manual exchange. The pdrn confirmed the patient is trained on performing stat drains, as well as manual pd therapy if needed. The patient has received their new cycler and is continuing pd therapy with no further issues. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is four exchanges of 2000 ml, with a last fill of 400 ml, and no daytime exchanges. The cycler was reportedly returned to the manufacturer for physical evaluation.